Event description:
It was reported that a injector n35-o had foreign matter before use. The following was reported by the initial reporter: "it was reported there was a white powder on the injector. "While setting up supplies to prepare a chemo dose, a tech at woodlands pharmacy found a phaseal injector (n35-o) with white powder. ¿ lot # 2003103. ¿ expiration date: 2021-02-28. ¿ manufacture date: 2020-03-01. The tech had opened the package and noticed the powder around injector. Issue was immediately reported to me. Tech and I removed all items with same lot # from IV room and supply room. Incident was immediately reported to my pharmacy manager and shared at trb. I also sent communication to woodlands nursing, mms group and main campus pharmacy leadership, and pharmacy quality and regulatory leaders." Dchu provided labels to rep. Tracking listed below. Communications attached."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-10. H6: investigation summary: multiple cases of injector samples were provided to our quality team for investigation. Upon inspecting the product, white particles can be observed on the surface of the injectors. A device history review was performed for lot 2003103, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Fifteen retained samples of each of the reported lots were used for additional evaluation. The product was inspected and particles could only be observed on some of the injectors when using magnification. Sterilization testing was performed and results were found to be within specification. The product was sent for characterization testing and the particles were identified to consist of tyvek paper which is used in the packaging of this product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. A review of manufacturing records established that all cleaning for the packaging lines were performed according to procedure.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a injector n35-o had foreign matter before use. The following was reported by the initial reporter: "it was reported there was a white powder on the injector. "While setting up supplies to prepare a chemo dose, a tech at woodlands pharmacy found a phaseal injector (n35-o) with white powder. Lot # 2003103 expiration date: 2021-02-28 manufacture date: 2020-03-01 the tech had opened the package and noticed the powder around injector. Issue was immediately reported to me. Tech and I removed all items with same lot # from IV room and supply room. Incident was immediately reported to my pharmacy manager and shared at trb. I also sent communication to woodlands nursing, mms group and main campus pharmacy leadership, and pharmacy quality and regulatory leaders." Dchu provided labels to rep. Tracking listed below."